Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the threads of the battery cap were stripped. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/08/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/15/2015 with the following findings:the battery compartment was observed to be cracked in the areas above and below the grip pad: the reported battery compartment damage was confirmed. The threads of the returned battery cap were found to be damaged/stripped: the reported battery cap damage was confirmed. The returned battery cap was unable to secure to a test pump case per the instructions for use (IFU); a test battery cap was used during the analysis.